Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 17, 2021 that a flexiva ID 200 laser fiber was inspected for a procedure in the kidney on an unknown date. Prior to the procedure, it was noted that there was a hair inside the product package. The hair was visible from the sterile packaging. The procedure was completed with another flexiva ID 200 laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.